Event description:
Dexcom was made aware on 08/18/2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported that the patient experienced a skin reaction with redness, pimples, and infection under the entire patch area, which occurred 10 days after the sensor had been inserted in the abdomen. The skin was prepped with alcohol prior to sensor insertion. Two photos of the skin reaction in the complaint record were reviewed. The skin reaction was confirmed, consistent of an infection of the skin, with a visible pustule noted at the needle puncture site. There was some skin stripping and edema around the edges of the sensor pod area and erythema was in and around the patch area. On (B)(6) 2023, the patient consulted with her doctor and was prescribed oral keflex 500mg three times/day for 5 days. The patient reported the skin reaction was still healing at the time of report. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
Cmpl-(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring, or skin discoloration).